Manufacturer narrative:
Date of event = date of publication journal title: successful delivery of polytetrafluoroethylene-covered stent using rapid exchange guide extension catheter cardiovasc interv and ther (2017) 32:142¿145 doi 10.1007/s12928-016-0378-0 component code: c50190. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Coronary angiography revealed subtotal occlusion of the mid-left anterior descending coronary artery (lad) with severe calcification, a 75 % stenosis in the mid-left circumflex artery, and a 75 % stenosis in the mid-right coronary artery. The patient was referred for coronary angioplasty to the lad. Radial approach was used during the procedure. The lesion was pre-dilated. The physician attempted to implant a 26mm resolute integrity stent in the distal lad however it would not advance beyond the proximal lad even using anchor balloon technique. A 6f guide liner was inserted into the guiding catheter and introduced into the distal lad without difficulty. The 26m resolute integrity stent was delivered and deployed at 18 atms. A 30 mm resolute integrity stent was deployed at 18 atms in the mid lad. Coronary angiography revealed massive coronary perforation at the distal edge of the proximal stent. Repeated prolonged balloon inflation did not seal the perforation. An attempt to seal the perforation using a non-mdt stent failed as the stent could not cross the proximal lad due to severe calcification. Perforation was finally sealed using non-mdt devices. The final outcome was good.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.